Event description:
On (B)(6) 2019, a 35mm amplatzer pfo occluder was selected for implant. When deploying the device at the defect, the right atrial disc deployed bulbous. Attempts to position the device to the correct shape were unsuccessful. The user attempted to retract and redeploy the device 3 times. The physician elected to exchange the device for another 35mm amplatzer pfo occluder (lot number: unknown) and the procedure was completed with no patient consequences.

Manufacturer narrative:
Following the simulated deployment, the bulbous shape returned to normal and met functional specifications when analyzed at abbott. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications at the time of release to commercialization. Though the occluder was determined to meet functional specifications, the root cause of the deformation upon initial deployment is under further investigation.

Event description:
On (B)(6) 2019, a 35mm amplatzer pfo occluder was selected for implant. When deploying the device at the defect, the right atrial disc deployed bulbous. Attempts to position the device to the correct shape were unsuccessful. The user attempted to retract and redeploy the device 3 times. The physician elected to exchange the device for another 35mm amplatzer pfo occluder (lot number: unknown) and the procedure was completed with no patient consequences.